Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited increased sensing integrity counts (sic) and nonphysiologic sensing. A few weeks later, another alert triggered for high impedances. Additionally, the device exhibited noise on the atrial channel, despite no atrial lead being present. Both the device and lead were reprogrammed, and remain in use. No patient complications have been reported as a result of this event.